Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spouse of the patient reported that the patient's implantable neurostimulator (ins) devices are scheduled to be replaced on (B)(6) 2016. It was stated that their inss don't last much more than 3 years/only lasted 3 years, and at an appointment in (B)(6) 2016 a little dyskinesia was noticed, and it was found that the problem was with the left ins, but both inss will be replaced. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.